Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display lens was returned with a torn film, which has no effect on the insulin delivery. During testing, the display screen was dim and discolored. Unrelated to the initial complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging ¿the clear thing fell off¿ their pump causing the display to be unreadable. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.